Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The valve was visually inspected: silicone housing was damaged around the siphon guard. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve could not be leak tested due to the damage silicone housing. The siphon guard was tested and passed. The valve could not be reflux tested due to the damaged silicone housing. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records found no discrepancies when the device was released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the device will not be returned. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that the hakim programmable valve could not be programmed after implant and blockage was suspected. The device was revised. There is no report of symptoms for the patient. The valve was implanted to the patient via lp-shunt; however, date of implant and initial setting are unknown. It was reported that the pressure setting was not able to be changed and there was suspected blockage at end of (B)(6). The revision surgery was performed. No further information was provided by hospital. The product will not be returned to your site.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. Upon completion of the investigation, a follow-up report will be submitted.